Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was not communicated to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not communicate with the server. A technical support specialist manually recovered the data synchronization and retried the process using an insert operation into the admission, discharge, and transfer (adt) user encounter association table. The tss observed no variation in change tracking with uploads after the knowledge article had been applied and confirmed that no further issues remained. The system functioned as intended after the technical support specialist resolved the issue.